Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The event occurred during reprocessing. This report was being submitted for the potential clog in the channel due to debris or foreign material. Although peeling was noted in the investigation it was found that it passed ok. The borescope on insertion tube (I-t) side between suction channel and biopsy (bx) channel body control unit (bcu) side found no debris or foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue was not reproduced. The investigation was not able to confirm the biopsy channel clogged nor the suction channel clogged. As such, per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. No debris or foreign material was found in the brush passage. The device evaluation found that the labels were peeling, the forceps passage was peeling, angulation was out of specifications, the distal end cover had dents and scratches, the objective lens was chipped, the light guide lens was chipped, the bending section cover was cracked, the insertion tube had minor scratches, and the light guide tube had minor scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope could not have the cleaning brush inserted or removed. Inspection and testing of the returned device found that the forceps passage was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.